Event description:
Patient had lefort I and bilateral sagittal split osteotomies. Patient specific plates were placed in both the right and left side of the maxilla and mandible. Patient had an infection in right mandibular plate. Both left and right mandibular implants were removed due to concern by dr. (B)(6). Two screws were noticed to be loose when plate was removed. It was noted the patient did not have the best oral hygiene and did not keep the site clean. Maxilla plates were left implanted.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the device returned. Process evaluation was also performed based off the lot number provided. The stereo microscope investigation revealed no cracks or breakage of the device. Further observation determined there were no indications of material or manufacture defects. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. All records determined that the device was not sold as sterile. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.